Manufacturer narrative:
(B)(4). No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. The customer reported during a planned diagnostic coronary procedure, inside the body, before normalization, the physician realized the tip of the manufacture's device was damaged and he had to replace it with another same product. There was no status decline, evidence of any injury or any required intervention to prevent injury. By report, the device appeared intact/in one piece upon removal from the patient. Visual and microscopic inspections were performed on the returned device. The sensor was broken and the distal portion of the sensor was missing. The probable cause for the reported "the wire of the tip was damaged" failure is damage during use. The damage likely occurred as a result of mechanical strain during procedure. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because a component of the device is missing and it could not be determined when the separation occurred. There is a potential for harm if the malfunction were to recur.